Manufacturer narrative:
The reported failure of the proportional valve inside obm sub-assembly is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6) did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information alleging that an oxygen regulation alarm occurred while a trilogy evo o2 japan ventilator was in patient use. No harm or injury was reported. The device was returned to the manufacturer's service center for evaluation. During testing, the reported oxygen regulation alarm could not be confirmed; however, a low oxygen inlet pressure alarm was observed. Review of the device error log identified evt_obm_valve_failure, accompanied by a ventilator service required message, occurring subsequent to evt_o2_prop_stuck, indicating the o2 proportional valve remained in the open position. An o2 regulation alarm was subsequently recorded. Based on the evaluation, the issue was attributed to a failure of the proportional valve within the oxygen blending module (obm) sub-assembly. The obm sub-assembly was replaced. Following the repair, final testing, battery check, valve check, run-in testing, and cleaning were completed. The device passed all functional and performance verification testing and was confirmed to operate properly. The device software was upgraded from version 1.06.10.00 to version 1.06.15.00.